Event description:
The lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. In 2006 at 6:10 pm the patient obtained the blood glucose reading of 89 mg/dl on the reported meter, while experiencing shaking and convulsions. The patient's caregiver gave her sugar to eat. After eating, the patient passed out. The caregiver contacted emergency services, and within 30 minutes the paramedics obtained a blood glucose reading for the patient of 36 mg/dl. The patient was given an unspecified intravenous treatment, and transported to the emergency room. The patient was not hospitalized, and cannot provide any further blood glucose results as tested in the emergency room. Prior to this event, the patient had taken her usual dose of insulin at 2:00 pm. The patient takes novolog insulin on a sliding scale, and will adjust the dose of insulin taken based on meter readings. The patient was unable to provide the mas her blood glucose readings from earlier in the day of the event. The customer care advocate (cca) determined during the troubleshooting telephone call the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. The cca also determined the patient was incorrectly cleaning the puncture site prior to performing the fingerstick, which can cause inaccurate results. No quality control testing was performed during the call, as the patient did not have control solution. The meter, test strips and control solution were replaced. The patient obtained a low blood glucose reading on the reported meter while hypglycemic, she passed out and required emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.